Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 314.451. Lot: 1939831. Release to warehouse date: 14 july 2008. Expiration date : na. Supplier: na. Manufacturing site: werk hägendorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received images. Visual analysis of the photo revealed that tip of scrdriver shaft 2.4 short self-holdingt was worn. Issue found was consistent as an end of life indicator for the device. No other issues where identified. After a visual inspection per guidance, it was determined that the reusable instrument device was worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed of scrdriver shaft 2.4 short self-holdingt would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from switzerland reports an event as follows: it was reported that prior to a procedure on (B)(6) 2022, a screwdriver was not working and needed repair. There was no patient involvement. Upon manufacturer investigation, it was determined that the device was worn from repeated use and servicing. This report is for a 2.4mm stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).